Event description:
Patient was referred for surgery due to migration and high impedance. Patient had a full system revision due to a lead fracture and migration. The explanted lead is not available for return. Per the physician, the high impedance is related to the device migration. No additional relevant information has been received. Lead fracture is reported in MFR. Migration is reported in MFR. Report # 1644487-2023-01717.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.